Manufacturer narrative:
The hill-rom technician found the scale control board needed to be replaced. Per the hill-rom user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. Examine and test the communication junction box. Make sure the sidecom® communication system feature works correctly. Examine the communication cable, include the male and female pins in the plug. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2018. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the scale control board to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the bed exit would not alarm at the nurses station. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The orthopedic surgeon assessed patient and deemed her orthopedically stable, ordered x-rays, which were negative and to continue physical therapy. The following day, orthopedics evaluated patient and noted no range of motion and previous surgical site draining. Patient was taken to the operating room on (B)(6) 2019 for incision and drainage of surgical wound, excisional debridement of skin/soft tissue/muscle, repair of dehisced arthrotomy and application of negative pressure wound vac. Patient was discharged (B)(6) 2019 with home health care. This malfunction was previously reported prior to receiving new information regarding a patient injury. The patient fell and sustained injury to left knee that required surgical intervention and therefore meets the criteria of a serious injury.

Event description:
Hillrom received a report from the account stating a patient attempted to go to the restroom by herself when her knee buckled causing her to fall. The patient sustained a knee injury that required surgical intervention. The bed was located in room 334 at the account. This report was filed in our complaint handling system as complaint #(B)(4).